Manufacturer narrative:
It was reported by the customer that extension tube prevents any fluid or air from being pumped through it. No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model me5301 lot number 23099431 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials: me5301 batch#: 23099431. It was reported by the customer that extension tube prevents any fluid or air from being pumped through it. Verbatim: rcc received a complaint via email. Email(s) attached this is something we want to bring to your attention. There a blockage in the line for the bd maxguard pressure rated IV extension set ref#me5301 (lot#23099431). Extension tube prevents any fluid or air from being pumped through it. We tested out other tubing with the same lot number and did not encounter any problems.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated extension set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached extension tube prevents any fluid or air from being pumped through it.